Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was implanted in a patient. Post procedure the patient complained of an irritating feeling throughout their entire body that transversed through the pelvic region and down the legs. It was reported that the irritation eventually went away. This patient previously had a non medtronic stent implanted and reported feeling the same irritating sensation at that time.

Manufacturer narrative:
It was subsequently reported that the pain is due to shingles not the stent. No more details could be provided. If information is provided in the future, a supplemental report will be issued.